Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2022. Blood glucose reading was 57 mg/dl. The customer alleged the pump was over delivering because they experienced 2 hypoglycemia events within 5 days while customer was using the insulin pump of which their blood glucose was 28 mg/dl during the second event. The auto mode feature was off during the event. The customer was treated with food and was hospitalized for low blood glucose in ER where customer was given IV drips. The customer¿s last blood glucose reading was 160 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.